Event description:
It was reported there was a missed refill. A non-critical alarm was confirmed by telemetry as a "low reservoir volume reached" alarm. The alarm was first heard on (B)(6) 2012. The low reservoir alarm was set at 2ml, and the healthcare provider (hcp) did not adjust the refill date for the rate increase that occurred, therefore the refill date was missed. The hcp was out of the country at a conference at the time of the report. The reporter planned to get in touch with a hcp to help handle the issue of the missed refill. The patient remained asymptomatic. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information confirmed that the patient had no symptoms or issues related to the event. There was no further trouble-shooting done. The patient was seen the following day for a pump refill. It was indicated that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).